Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 195 mg/dl-high (value not provided); cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.